Manufacturer narrative:
During the inspection, the thermal damage was found on the mainboard. The board was removed and replaced with a test board and the system powered on. The service department will send the main board to manufacturing unit for further analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
During analysis of the unit, it was observed that there was a burning smell and white smoke observed at the bottom of the unit. There was no patient involved.

Manufacturer narrative:
Correction: (name, email), (phone#). If information is provided in the future, a supplemental report will be issued.